Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Tandem technical support instructed the customer on how to properly press the button and confirmed that the pump was not being worn in a case, but the issue persisted. Consequently, a replacement pump was provided. The customer will use manual injections as backup therapy until the new pump arrives and was informed about returning the faulty pump with a pre-paid label within 10 days.